Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while priming the insulin pump she noticed a burning feeling at her site. The customer discovered that her reservoir was empty. Approximately 250 units of insulin was injected into the customer. She called the ER and they instructed her to check her blood glucose every 15 minutes and to eat protein. The customer's most recent blood glucose value was 245 mg/dl. The customer was purchasing regular soda at (B)(6). She was advised to visit the ER but she insisted upon continuing to consume glucose and check her blood glucose. An hour after the initial phone call, the customer was called back. Her blood glucose was 111 mg/dl. She reported that she consumed milk, cookies, and a 20 oz (B)(6). Since arriving home, she had also consumed a large glass of orange juice. She had a half gallon of juice in her possession and her boyfriend was watching over her. Over the next two hours, the customer was able to prevent hypoglycemia; however, she was tired and took a nap. She woke up an hour and a half later with a blood glucose of 47 mg/dl. The customer treated with a candy bar, peanut butter and jelly sandwich, and sugar. Her blood glucose increased to 80 mg/dl ten minutes later, and to 112 mg/dl two minutes after that. Troubleshooting did not occur. It is unknown if the auto mode feature was automatically adjusting insulin delivery during the incident. The insulin pump was not returned for analysis. Unomedical set. Frn-model unknown-reservoir.